Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12233. Related manufacturer reference number: 2938836-2019-12234. It was reported that when the patient presented at a follow-up in-clinic, a hematoma that developed after the implant procedure was observed. The system was explanted due to possible pocket erosion. The patient was stable after the procedure.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.